Manufacturer narrative:
On (B)(6) 2015, a medela clinician sent an e-mail inquiry and the customer called to state she had mastitis in both breasts which resulted from breast feeding difficulties. She began using pnsa in an effort to empty her breasts and aid her recovery from mastitis. She is recovering and continues receiving care from lc. Recommended stephanie try all purpose nipple ointment (dr (B)(6)) to prevent recurrence. There is no pump issue. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limbing infection with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that her pump in style breast pump has low suction. She has mastitis and her lactation consultant has prescribed her antibiotics.